Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 during a nurse visit, the patient experienced stoma site redness, tender to touch, and pain for two weeks. The tubing was easy to mobilize with no secretions, good blood flow, no fever, no vomiting, normal appetite, normal bowel movements, and soft abdomen. The patient underwent a CT scan with no findings. The patient consulted a physician who prescribed unspecified antibiotics for 5 days. In (B)(6) 2025 the patient went to the emergency room due to the stoma issues in which nothing was found and the retaining plate was attached too far away, therefore, the cause of the foul-smelling fluid.

Manufacturer narrative:
Corrected data in section in b5: country of occurrence was amended from united kingdom to switzerland. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 during a nurse visit, the patient experienced stoma site redness, tender to touch, and pain for two weeks. The tubing was easy to mobilize with no secretions, good blood flow, no fever, no vomiting, normal appetite, normal bowel movements, and soft abdomen. The patient underwent a CT scan with no findings. The patient consulted a physician who prescribed unspecified antibiotics for 5 days. In (B)(6) 2025 the patient went to the emergency room due to the stoma issues in which nothing was found and the retaining plate was attached too far away, therefore, the cause of the foul-smelling fluid.